Event description:
A report was received that a pt was scheduled to undergo a lead and pocket revision procedure. The pt was experiencing ringing in her ears, and the physician believed that it would be relieved by removing a lead. The pt was also experiencing discomfort at the pocket site, and the physician planned on moving the pocket to a more comfortable location. However, during the procedure, the physician accidently cut the wrong lead. Therefore, the pt's entire precision system was explanted. The physician left four contacts from the lead inside the pt. The pt is reportedly doing well following the revision procedure.